Event description:
Orig. Surg. In 2005. Allegedly, the cup was removed due to protrusion.

Manufacturer narrative:
Investigation is not complete. Medwatch 3500a has not been received from user facility. This is the same event as 1043534-2007-00045.